Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized on (B)(6)2010 due to incidence of diabetic ketoacidosis. Per the reporter, the pt has consistently high blood glucose. On (B)(6)2010, he was brought to the hospital when his blood glucose was greater than 500 mg/dl. He was admitted and treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.